Event description:
As reported by the sales rep per the user facility: reports "rn was attempting to start a new IV and after the patient was stuck, the rn was withdrawing the needle from the catheter and the safety device failed to engage, leaving tip of needle exposed. Rn was stuck in the hand by the needle". Additional information provided by the facility indicated that the nurse involved in the incident received all protocol blood work testing and all results have been negative. The nurse suffered no adverse sequela associated with the incident. The reported lot number is not a correct lot number. Several attempts were made to obtain the correct lot number. No additional information was available from the facility or the sales rep regarding the involved lot number.

Manufacturer narrative:
The actual device has not yet been returned to the manufacturer to be evaluated and a correct lot number was not reported. Without the actual sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer. If the sample is received as reported and a lot number becomes available, a follow-up report will be filed.